Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient called to report sparking coming from the back of the unit inside where the power cord is connected to the unit. A replacement unit was requested.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. During testing the unit displayed cf screen failure. As a result unit failed formatted compact flash and several other portions of the test. During testing no sparking issues were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the investigation performed the cause of the reported issue remains unknown.